Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed. The reported difficult to insert was not confirmed due to the damages noted on the device. In addition, the stent implant moved proximally from the initial distal balloon crimp marker location. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that it was not possible to insert the omni elite 35 into a 6 fr non-abbott sheath. The device was replaced with another unknown device with success. The patient is doing well. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.